Manufacturer narrative:
Data logs showed the pump stopped immediately upon the sudden occurrence of the "impella stopped - motor current high" alarm. The pump was unable to be restarted, with each restart attempt resulting a motor current spike to 1500. An enlarged impeller purge gap was observed on the returned pump. No other external damage or abnormalities were found. In conclusion, it was determined that the cause of the pump stop was bearing wear after 22 days of use, which is beyond design life. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the impella stopped suddenly with high motor current on the 22nd day of support. The clinicians attempted to restart the pump three times, however their efforts were unsuccessful. Resultantly, the pump was explanted and replaced with another impella cp. No patient harm was reported due to the malfunction.